Manufacturer narrative:
The ventilator was investigated on site by our service technician. Three different technical alarms had been activated. The monitoring printed circuit board was replaced and the ventilator passed pre-use check and was cleared for clinical use. The replaced part was kept by the hospital and not returned for investigation and no device logs are available. According to the service report the three technical alarms were regarding backup audible or remote alarm error, barometric pressure above allowed limit and internal dc supply voltage +12 v too high. It is not known from this investigation what caused the alarm since no part or logs are available for investigation. The conclusion in this matter is that the monitoring pcb was faulty but the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).